Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed. See scanned page.

Event description:
During baxter's eval of a spectrum pump, it was found to under-infuse with flow inaccuracy of greater than 10%. There was no pt involvement.